Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that found the issue reported that he observed the batteries with full charge before performing the runtime test and then verified that the batteries were charging when plugged back in, thus ruling out electronics as failed components. In addition, nothing unusual was identified in the logs. The fse replaced the batteries as part of the pm due to the runtime test failures, completed the full scheduled pm and performed all calibration, functional and safety checks to meet factory specifications. The unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter's full name was abbreviated as the name exceeded maximum character limit. The complete name is, "(B)(6)" whom is a getinge employee that has different contact details from that of the event site, with the following contact information: (B)(6)

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and there was no adverse event reported.